Event description:
Health care professional reports results lower than ref with the protime microcoagulation system. During doctor's office visit, test performed using pt's protime instrument generated 2.6 inr. Test ran using protime instrument, serial # (B)(4), belonging to health care facility generated 1.7 inr. Venous blood draw was performed and sent to laboratory, which generated result of 2.6 inr. Pt's therapeutic range: 2.5-3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial # (B)(4). Method: customer-returned samples from same lot evaluated (cuvette/single-use disposable). Actual device evaluated (instrument). Result: reported customer complaint was not confirmed for the cuvette or instrument through eval testing. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.